Manufacturer narrative:
Multiple attempts have been made to contact the customer without success. Physio-control continues to investigate the reported event.

Event description:
The customer reported that the device is displaying a flashing service indicator which may be indicative of a critical malfunction. There was no report of patient use associated with the reported event.